Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the external paddle set had damage. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to damaged external paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.